Event description:
Initial reporter indicated to their vns consultant that they had a wand that seemed to be faulty because it worked intermittently. The programming wand is at the MFR pending completion of the product analysis.